Manufacturer narrative:
(B)(4). The user facility¿s biomedical engineer (biomed) brought the system down to biomed shop and ran some quick tests trying to duplicate error. He was using 3/8" tubing so not the same set up as perfusionist (ccp) was using. Software data logs were received by the manufacturer on (B)(6) 2015 for further evaluation. The log does confirm the reported belt slip, but it occurred on (B)(6) 2015. The complaint indicates the issue occurred on (B)(6) 2015, but the log indicates the issue occurred on (B)(6) 2015. The pump is using version 1.40. On (B)(6) 2015 at 15:08:56 the pump reports overspeed head > demand (66), causing the pump to stop. This occurs again at 15:09:08. At 15:09:36 the pump logs underspeed (belt slip) as reported. The pump reports overspeed head > demand 3 more times before the perfusion screen is exited. Requests have been made to the biomed for the roller pump to be returned to the manufacturer for further evaluation.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, there was a "belt slip" on the roller pump. This roller pump was being used as the cardioplegia pump with a 4:1 tubing set. The device was not changed out. The user stopped the pump, repositioned the tubing and restarted the pump. The pump worked correctly for the remainder of the case. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The user facility biomedical engineer did not respond to diligence attempts to determine if any parts were replaced or if the pump would be returned to the manufacturer. No additional action will be taken at this time.